Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer has not yet taken any action to address the bg. The customer reverted to an alternate method of insulin therapy.